Event description:
A trial patient reported they had a bladder infection. It was unknown if there was any environmental, external, or patient factors that led to the issue. The issue was not resolved at the time of the report. The patient began the trial on (B)(6) 2017. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.